Event description:
Spontaneous per pt's mother - stating that f900 tubing freedom 60 was leaking for the past 4 infusions. Mom had extras and replaced and infusion went fine. However welts on pt became bigger because had to re-stick pt. Pt did not miss a dose; not available for return; unknown. Lot/expiration. No further information known. Reported (B)(6) by pt/caregiver.